Manufacturer narrative:
Technician asked the account to disconnect the bed exit tape switches from the bed and turn the bed exit on to see if the bed alarms. No further info is available on the repair of the bed at this time.

Event description:
Account alleged that when they turn the bed exit on the power led will illuminate but the alarm will not sound when the pt leaves the bed. Account stated that there were no injuries.